Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined UDI was inadvertently missed. Additional review determined the recall information was inadvertently missed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver hydromorphone (35 mg/ml at 34.975 mg/day), bupivacaine (20 mg/ml at 19.986 mg/day), and clonidine (350 mcg/ml at 349.75 mcg/day). Analysis of the pump found gear train anomalies including stall due to shaft bearing and corrosion, wear or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned and underwent routine analysis. The patient¿s indication for use was malignant pain and other carcinoma.

Manufacturer narrative:
The conclusion code was updated.